Event description:
It was reported in the south african medical journal, may 2000, vol. 90, no5 that post-op one day from a tvt procedure, the pt became ill. Laparotomy confirmed that the tvt tape passed through a loop of small bowel lying adjacent to the cave of the retzius. Due to the pt's age, general health, the spillage of bowel content and the fact that pt was on cortisone for severe rheumatoid arthritis, pt's recovery was prolonged and discharged from the hosp occurred after 16 days.